Manufacturer narrative:
H6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). No physical product was returned. Three photos were used for this investigation. Review of the three pictures identified a cracked ledge on the swivel connector on one of the devices, what appears to be contamination under the swivel connector on another one of the devices and no issues with the third picture. Neither the cracked ledge nor contamination would make the tube non-functional. Since two of the pictures showed accessories seated far down the length of the swivel connector, the complainant may have had difficulty removing the accessories from the swivel connector. If that is the case, the instruction for use under warnings provides instructions on using the disconnect wedge, which is provided with every device. With limited details in the complaint description and no product returned, the investigation could not confirm the reported issue. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a custom trach tube was faulty after one use. This was found while in use with the patient. An emergency tracheostomy change was required, as the tube was either "fused to the circuit connector or visibly broken", resulting in the need for a tracheostomy tube change. Other relevant history, including pre-existing condition was patient is ventilated twenty-four (24) hours a day, via a tracheostomy. No patient harm was caused however this event is listed as ongoing.